Event description:
It was reported that the patient had a driveline power fault alarm over the past weekend on (B)(6) 2026. Log files were submitted for review. It was mentioned that their system controller was exchanged with their backup system controller, and they went to the clinic for a replacement of their primary system controller. They also had a few slits in the outer covering of their pump cable, which was rescue taped and a picture was included. Review of the log files for (B)(6) captured controller internal fault/driveline power faults (line b) starting on (B)(6) 2026 at 10:37 pm and they continued until the system controller was exchanged on (B)(6) 2026 at 11:26 pm. They also showed that the fuse for line b was open. The controller internal fault/driveline power fault alarms were resolved after exchanging the system controller. The bigger spots on the driveline appeared to have been cut or chewed on by an animal. The areas were rescue taped. The site noted that in previous events, they have seen that something sharp was jammed into the driveline, which shorted the controller by nicking the ground and one of the drivelines of comm wires, causing the controller faults with power/comm faults. The site noted that they had seen this on several occasions. Since the alarms resolved, it was thought by the site that the wires were not damaged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. The submitted log files revealed a controller internal fault is captured on (B)(6) 2026, 22:37:03 and associated with an open fuse b. Shortly after at 22:37:06, a driveline power fault alarm activates associated with a power b broken fault. The alarm remains active until the driveline was disconnected at 23:26:53 consistent with the reported controller exchange. The observed controller internal fault is consistent with the observed driveline power fault. The alarms did not affect the controller's ability to support the pump. No other notable events were observed. The heartmate 3 system controller (B)(6) was not returned for analysis. Provided information indicated that the controller was exchanged and resolved the alarms. A root cause for the reported event could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 patient handbook (doc. Section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (doc. Section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including driveline power fault alarms. The heartmate 3 patient handbook (doc. Section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (doc. Section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (doc. Section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.